Event description:
The patient had generator replacement surgery on (B)(6) 2016 due to being unable to be interrogated due to normal end of service. During the generator replacement, high lead impedance was found upon system diagnostic testing when the replacement generator was attached to the existing lead. The surgeon removed the lead pin from the generator, reconnected it, and the lead impedance was still high at around ~8000 ohms again. The generator was placed into the chest pocket, and the lead impedance went down to around 7000 ohms. The surgeon verified that the lead pin was fully inserted and was making good contact with the generator. The surgeon then said he wasn't going to be doing a lead revision, although they did have back up products available. The surgeon elected to close up the patient. The patient has been seen by the neurologist since then, and it was reported that the lead impedance was within normal range. No x-rays have been taken. An implant card reported that the lead impedance was high (8288 ohms) following generator replacement. The lead was not replaced. The explant hospital discards explant devices. No additional surgical intervention has been taken to date.

Event description:
It was reported the patient's device was disabled. Clinic notes dated (B)(6) 2016 reported that diagnostics were within normal limits (dcdc-2). Settings were increased to 0/.5ma/250usec/30hz/30sec/5min; 1ma/250usec/60sec. Upon follow-up on (B)(6) 2016, high impedance was detected again. Surgical intervention has not occurred to date. No additional relevant information has been reported to date.